Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer is alleging that after turning off the controller to her heating pad, she awoke to find the controller had melted and damaged her bedding. There was not a report of injury with this incident.